Event description:
Registered cardiovascular invasive specialist (rcis) and md were scrubbed in on a cardiac ablation. Rcis flushed the brk needle on the back scrub table with heparinized saline solution. Rcis then brought the needle to the procedure table and assisted dr in advancing the needle in to the patient through a sheath located in the patient's groin. Once in place rcis and dr aspirated and found they were receiving large amounts of air. They then removed the brk needle, rcis took it too the back table to re-flush it. When connecting the syringe to the needle's hub, he found that he was unable to get an air tight seal. They then replaced the brk needle with another needle. There were no complications and the patient's procedure went along as planned without any further occurrences.